Event description:
It was reported that during use with the bd facslyric¿ that a broken/damaged lid cover was accessed by the user. The following information was provided by the initial reporter: loader cover cracked.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The customer did not access the moving parts of the instrument through the cracked lid, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
D.4: medical device expiration date: unknown. H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use with the bd facslyric¿ that a broken/damaged lid cover was accessed by the user. The following information was provided by the initial reporter: loader cover cracked.